Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that water tightness was lost due to deformation of the grip and there were scratches noted throughout the device. The light guide lens, control unit and objective lens had discoloration and the protector of the universal cord on the scope connector had a cut. There was a lack of image on the monitor due to dirt on the objective lens and the scope cylinder was shaved. The water removal ability did not meet standard value due to clogging of the nozzle and the adhesive on the bending section rubber had a chip. An abnormal sound occurred due to damage on the up/down knob and the zoom did not work smoothly due to damage on the zoom charge coupled device unit. The bending angle in the up direction and play of the up/down knob did not meet standard value due to wear of the angle wire. It was noted that the device was cleaned, disinfected and sterilized prior to being returned to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a presumable cause could not be provided based on the obtained information. A root cause could not be identified. This issue is addressed in the instructions for use (IFU): the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the evis lusera colonovideoscope buttons were frozen. Inspection and testing of the returned device found that the nozzle had foreign objects. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.